Manufacturer narrative:
A field service engineer (fse) was dispatched. Fse found that the sensor cable to the wash bottle was broken. Fse replaced sensor cable and ran start up with no errors. The most probable cause of the reported event a broken sensor cable to the wash bottle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported error 3019 (360 washer low) for their aia-360 analyzer. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for bhcg which was purchased within 120 days prior to aware date. Which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.